Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. A photo analysis is pending. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fourth firing the stapler acted like normal then bogged down pushing the slr in an awkward way. Once opened it was found that there was an otomy on the patient side that the surgeon had to intracorporeally tie the otomy, surgeon sutured the hole in the stomach. Another like device was used to continue with the procedure. A scope was done to check for a leak, no leak was found. Extended the procedure by thirty minutes. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. Investigation summary: this is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue piece in the hand of user of top view and a staple line can be seen however it shows a whole along the staple line. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9cv3k, and no non-conformances were identified.